Manufacturer narrative:
Concomitant products: product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2011, product type catheter; product ID 8835, serial # (B)(4), product type programmer, patient. (B)(4).

Event description:
It was reported the patient fell six months ago and since then her abdomen was very sore and she didn¿t feel medication like she did before. It was also reported the patient¿s left leg would get numb when she used her personal therapy manager (ptm). The patient had continuous falls due to narcolepsy and lack of home care. She had fallen 30-50 times ¿maybe more.¿ it was noted the patient¿s health care provider (hcp) performed surgery to see if device was damaged and it was negative. The type of medication being delivered via the device system at the time of the reported event was not provided. Additional information has been requested, but was not available as of the date of this report.